Manufacturer narrative:
Device evaluation: the customers reported complaint was not confirmed. Customer reported battery will not fully charge. The communications module battery was charged inside a test unit and charged fully. The battery was found to be fully charged and functioning properly. The wifi communications also work properly. The customer reported condition was confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited premature battery depletion. It was not specified whether or not this was observed during infusion or interrupted therapy. No adverse effects were reported.